Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: the lot number provided is the vendor's lot. Through a review of inventory transactions and the customer's purchase history, four (4) potential lots were identified: 623910; 623960; 623920; 101320. Visual evaluation of the drills shows that the bit fractured at the fluted section of one the drill bits. The customer stated that the drills were used multiple times. Product is a single use item and is made for a single use. No other anomalies could be identified. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a user error. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 01-7144; lot# 347362. Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four (4) weeks ago, the tip of the drill broke during surgery. The surgeon used another instrument to successfully complete the surgery. Attempts have been made and no further information has been provided.